Manufacturer narrative:
The reagent lot number is 783221. The expiration date was not provided. The field service engineer (fse) found that the reagent probe was not being rinse properly and adjusted the rinse station, found evidence of the reagent probes dripping, adjusted the gear pump head, checked tubing, and replaced several reagent path valves. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for multiple patient samples on a cobas 8000 c702 module. The customer provided an example of discrepant results for 1 patient sample tested. The customer observed increasing results in creatinine qcs throughout the day which prompted them to repeat patient samples. The initial crep2 result was 124 umol/l. The repeat result was 86 umol/l.